Event description:
A diabetic in USA had reported to the distributor (medtronic), that the infusion set leaked at portion of tubing that connects to the luer lock. Maersk medical a/s received the complaint and the used sample on february 18, 2002.